Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Block h11: investigation analysis: upon receipt at our quality assurance laboratory, this contour ureteral stent underwent a thorough analysis. Visual analysis did not identify any damages to the returned device, not able to confirm the reported event. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it was not possible to identify any evidence of either the alleged issue or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. A conclusion code of device problem excluded was assigned to this investigation.

Event description:
It was reported that a contour ureteral stent was to be used in a ureterolithotripsy procedure. During unpacking, it was found that the stent was fractured. The procedure was completed with another same device and there were no patient complications reported.

Event description:
It was reported that a contour ureteral stent was to be used in a ureterolithotripsy procedure. During unpacking, it was found that the stent was fractured. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.